Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and replaced the diff (differential) mixing motor. The instrument was verified and validated. The fse noted this instrument has not had a beckman coulter preventative maintenance (pmi) for several years as the instrument is not under a beckman coulter service contract and is serviced by a third party vendor (ge) which may have contributed to the mix motor issue. (B)(4).

Event description:
The customer reported the diff (differential) mix motor in the coulter hmx hematology analyzer with autoloader was continually mixing and had a burning smell. The fire department was not called, the laboratory was not evacuated and no sparks, arcs or flames observed. No one sought medical attention. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient associated with this event.